Event description:
It was reported that the customer was hospitalized with high blood glucose levels, chest pain and a urinary tract infection. The reported blood glucose reading was 431 mg/dl. The caller did not have the insulin pump at the time of the call. Therefore troubleshooting was not possible. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge